Manufacturer narrative:
The soltive will not be sent back and the customer will use the wired footswitch option. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date could not be obtained. Based on the results of the investigation, the root cause could not be confirmed since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure the user could not properly configure the wireless foot pedal to the system. There were no reports of patient harm associated with this event.